Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found retracted helix, dried body fluid and melt marks in outer insulation likely due to electro-cautery damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted. No additional adverse patient effects were reported.